Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. D1-updated product code.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The user facility reported an 88-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The physician elected to use single access technique to place an 8f sheath next to the 15f repositioning sheath of the impella. Despite multiple purse string sutures, impella access site continued to bleed. Manual pressure was applied to the area and eventually hemostasis was achieved. Blood products were required.